Manufacturer narrative:
It was reported that the device is "reaking at the connection where the distal luer connector meets the extension tubing". No additional information was provided despite attempts to obtain. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Breaking at the connection.